Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) is complete. The reported problem (resetting) was confirmed. Upon investigation, the charger/modem was resetting and there was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory likely had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. The root cause of the mechanical stress could not be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that charger/modem sn (B)(4) was resetting.